Manufacturer narrative:
Manufacturer's investigation conclusion: a direct correlation between heartmate ii left ventricular assist system (lvas), serial number (B)(6), and the reported event could not be conclusively established through this evaluation. Review of the submitted log files confirmed low flow events that the account attributed to anemia/hypovolemia. A review of the submitted log files revealed persistent low flow events captured from (B)(6) 2023 ¿ (B)(6) 2023 and on (B)(6) 2023. The system appeared to be operating as intended at the fixed speed, and there were no other notable events or alarms observed within the log file. The patient remains ongoing on (B)(6) with no further reported issues at this time. The relevant sections of the device history records for (B)(6) were reviewed and showed no deviations from manufacturing or quality assurance specifications. The heartmate ii lvas instructions for use (IFU), rev. C, is currently available. Section 1 ¿introduction¿ of this document lists bleeding (perioperative or late) as an adverse event that may be associated with the use of heartmate ii lvas. Section 6 ¿patient care and management¿ contains information regarding the recommended anticoagulation therapy and inr (international normalized ratio) range, as well as considerations for when there is a risk of bleeding. Section 1 of the IFU provides an explanation of pump parameters, including pump flow. Section 4 ¿system monitor¿ provides more information regarding pump parameters and also describes situations which may result in a low flow hazard alarm, including changes in patient conditions. Section 4 also explains how to determine the optimal fixed speed and low speed limit for the patient. Section 6 (under "pump performance monitoring") explains that pump performance is sensitive to changes in systemic vascular resistance and left ventricular filling, explains that pump flow is estimated from pump power, and addresses assessing pump flow. Section 6 (under "postoperative patient care") also cautions: "physiological factors that affect the filling of the pump, such as hypovolemia or postural hypotension, results in reduced pump flows as long as the condition persists. Pump flows are not restored to normal unless such conditions are treated." Section 7 ¿alarms and troubleshooting¿ outlines system controller alarms, including the low flow hazard alarm, and provides information regarding how to respond to and troubleshoot the alarms. The low flow hazard alarm means that pump flow is less than 2.5 liters per minute (lpm). Heartmate ii lvas patient handbook is also currently available. Section 5 ¿alarms and troubleshooting¿ outlines system controller alarms, including the low flow hazard alarm, and provides information regarding how to respond to and troubleshoot the alarms. No further information was provided. The manufacturer is closing the file on this event.

Event description:
Additional information stated that the cause of the low flows was presumed to be anemia/hypovolemia as resolved with normal hemoglobin and hematocrit (h/h) and stable volume status. They experienced dizziness at the time of low flow.

Manufacturer narrative:
No further information was provided. A supplemental report will be submitted when the manufacturer¿s investigation is completed.

Event description:
It was reported that log files were submitted in setting of multiple low flow alarms. Patient presented with drop hemoglobin (hgb) and was being worked up for gastrointestinal (gi) bleed. The log file review captured persistent low flow events throughout. It was believed that the alarms were related to drop in preload. Additional information stated that endoscopy was deferred. The healthcare provider team was closely monitoring bloodwork. Hemoglobin was stable at the time, 7.8, without overt signs of gi bleed. The patient was given pack red blood cells (prbcs). As a result, inr goal was reduced from 2-3 to 2-2.5. The patient was planned to discharge home on (B)(6)2023, with pending repeat complete blood count (cbc). Additional log files were submitted and revealed low flow events between (B)(6)2023.